Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced an elevated blood (bg) glucose level of approximately 400 mg/dl. Reportedly, the cause was unknown. The customer attempted to address the elevated bg by delivering a manual injection and correction boluses. The customer was hospitalized and anti-nausea medicine and fluids were administered to address the elevated bg. Reportedly, the customer was released from the hospital on (B)(6) 2019 with the issued resolved and no permanent damage.